Event description:
An olympus field representative reported on behalf of a user facility that there was no sdi video output.. The problem, as reported to olympus, was identified during installation of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus. At this time, the device evaluation has not been completed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction: the device was not returned from the facility for an evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The reproducibility of the phenomenon was unknown due to the concerned device not being returned. Therefore, the determination of cause for the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.